Manufacturer narrative:
The power cable for the navigation system was returned to the manufacturer for evaluation. Testing found that the cable passed continuity testing though the cable jacket was open. It was noted that no bare conductors were exposed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and replaced the cable. The issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the power cable on the navigation system has exposed wires. There was no patient present when this issue was identified.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.